Event description:
A medtronic representative reported that during a tumor resection for two tumors (benign meningiomas), after registering the patient and going sterile, the surgeon noticed that he had not fully tightened down the cranial frame. He navigated the skull, felt only slightly off, and tightened the frame. The rep informed the surgeon that he needed to register the patient again, however the surgeon chose to proceed without re-registering. As he began to navigate deeper in the brain, he realized that the frame had moved much further than he had originally thought (by at least an inch) and decided to discontinue navigation and the surgery. The surgeon closed, got a new MRI and then started the case again right after. He continued to use navigation when he started the case again with the new MRI scan, and was successful at removing the tumors. There was no significant bleeding or extra treatment needed. There was no prolonged hospital stay.

Manufacturer narrative:
A medtronic representative at the site observed the surgeon setup the equipment incorrectly. The rep provided troubleshooting instructions to the surgeon, however the surgeon chose to proceed with known inaccuracy. The software investigation found that per the case summary, the cranial frame was not tight and this affected the accuracy of the system. The software was functioning as designed.